Event description:
This device was explanted and replaced because the rv lead had high impedances. After the lead revision, there were still high impedances for this patient so the physician decided to replace this ICD. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
On 9/5/2018 - received mw5079437. The device was received and analyzed. An interrogation of the ICD was properly feasible. The memory content of the ICD was inspected, confirming the clinical observation. The impedance values were normal on the implant day, (B)(6) 2018, however, shock impedance values > 150 ohm were documented on (B)(6) 2018. Otherwise no peculiarities were observed. The header of the ICD was visually inspected. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device was fully functional. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.